Event description:
It was reported on (B)(6) 2014 by the mechanical repair technician ii that the alleged sagittal saw attachment (part 532.021; lot 6566) is frozen. No report of patient or procedure harm was noted. No additional information was provided. This report event is for one device instrument, a sagittal saw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument, not implanted/explanted. Device was received on (B)(4) 2013. The investigation can not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service history and additional evaluation have been requested. Placeholder.